Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the cauterization process during a procedure, discoloration was noted on the surface of the implantable cardioverter defibrillator (ICD). The physician chose to remove and replace the ICD. No patient complications have been reported as a result of this event.